Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that the condition had improved and he did not currently have any diabetic symptoms. Customer had scheduled a doctor's appointment for that day. Customer's blood glucose test result that morning before breakfast had been 525 mg/dl fasting using the meter. At call back on (B)(6) 2019, daughter stated they had not gone to the scheduled appointment but had been contacted by the doctor's office via telephone and had been instructed to give the customer his insulin as usual. Daughter stated customer's blood glucose test result that morning was 120 mg/dl fasting using the meter and that the customer felt physically well. Customer stated his glucose is reading within his normal range.

Event description:
Consumer initially reported complaint for e-3 error. Daughter is calling on behalf of the customer. The e-3 error message occurred when the blood sample was absorbed. During the call the customer obtained results of e-5 and hi. At the time of the call the customer reported blurry vision. Customer was going to go to the hospital or his doctor's office. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/17/2020 and open vial date is 04/24/2019. The meter memory was not reviewed for previous test result history.